Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site that the patient called coordinators and complained of batteries not reliably securing to one of the power ports on his controller. Patient stated that when changing from wall power to battery yesterday morning he had no power and a pump stop. Upon inspection of the connection, there was a small black round object impeding the power connection (later to be identified as the power port/controller gasket). When this was removed completely, batteries connected and were secure to the port. Patient was seen in clinic and log files were sent, but was sent home prior to discussing with clinical. Was recommended to exchange controller if patient could tolerate on next visit. No excessive force or damaged was put upon the controller by the patient. Unknown how the gasket became completely dislodged from the controller housing. Patient underwent an elective controller change, tolerated with no issues. No additional information available.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a controller power-up and motor start event on (B)(6) 2016, indicative that both power sources were disconnected from the controller. In addition, there was a vad stopped alarm on (B)(6) 2016, indicative of a disconnection of the driveline from the controller. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing but failed visual inspection as a result of power source port 1 connector found loose with the o-ring gasket missing. In addition, the serial port connector was found loose with the o-ring gasket displaced from the controller housing; this observation is considered not related to the reported event. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process. The manufacturer has opened an internal investigation to evaluate the loose connectors. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.